Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. The device manufacturing and inspection records were analyzed for the device. No deviations were noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent a lapidus bunionectomy right foot and osteotomy right hallux correction surgical procedure that utilized paragon 28 jaws nitinol staple system on (B)(6) 2019. The drill guide that was used melted during drilling for the jaws 18 x 18 straight staple. It was reported that the resident felt some resistance after inserting the drill halfway into the guide. The plastic caught on the drill and stretched, cracked, and melted. It was said that the drill was removed from the guide and reused for the second hole. A 1.6mm k-wire was used for temporary fixation medial/plantar to dorsal/lateral. The drill and drill guide were discarded by the facility.